Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 11/08/2016. Retain product was not tested, as the lot expired prior to the investigation open date. Investigation: the device history record for this lot was reviewed. The lot passed finished goods release criteria. No deficiency has been identified. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification.

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding I-stat act celite cartridges that yielded an unexpected result on a patient. There was no additional patient information available at the time of this report. Date: (B)(6)/2016, time: 13:17, actc result: 93. (B)(6)2016, 13:59, 102. The patient received 6000 units of heparin at 1306, and another 6000 units of heparin at 1320. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc; however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).